Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. He stated he had changed the battery but the display did not return. Blood glucose value was 306 mg/dl; treated with manual injection. During troubleshooting, the customer stated that the device was not dropped but he found that the battery cap was corroded. He was advised to discontinue the use of the insulin pump and revert to a back-up plan until receiving a replacement battery cap.